Manufacturer narrative:
The reported event was addressed with phone support. Customer reported the generator unit would not power on after docking. Initial checks were performed, and a failed power supply was suspected. The field service engineer (fse) advised using the force triad as an alternative and provided troubleshooting tips. Customer later confirmed the issue was due to the generator plug not being properly seated in the wall outlet. Once corrected, the unit powered on and functioned normally. Issue resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to the improperly seated generator plug in the wall.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator unit will not power on and cycled the generator front panel power switch and verified the ac power cord was fully seated at both ends and ensured good ac power outlet however the unit power supply may have failed. It was advised that the force triad generator can be used as an alternate. The procedure was completed with no reported injury.